Event description:
It was reported that approximately two weeks after the initial revision for instability, the glenosphere dissociated and another revision procedure was performed. Intra-operative assessment reportedly did not identify an implant defect. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown baseplate, lot # unknown. Item # 115316, comp rvrs shldr glnsp +6 36mm, lot # j7975780. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.